Manufacturer narrative:
(B) (4): physio- control evaluated the device and verified the reported lock up failure and the presence of the event codes in the memory. Physio cleared the event codes in the memory. Physio cleared the event codes and upgraded the device software. Proper device operation was confirmed through functional and performance testing and the device returned to the customer for use.

Event description:
It was reported that the device was locking up and logged several event codes in the memory. There were no reports of pt use associated with the reported event.